Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va04d8q, implanted: (B)(6) 2013, product type: lead; product ID neu_un known_prog, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
It was reported that patient states she lost 61 pounds and when she rolls over or on bed, she can "thunk it". The patient described it as like being able to flip a coin. She realized it the day before reported event date, that it's right at the surface of her skin. The patient has an appointment with her urologist next a week after reported event date and she wanted to know if she should see him sooner and if she was in danger. The patient states dissatisfaction with their field representative's service. The patient has scs(spinal cord stimulator) with another manufacturer company, and her implant has been at the surface of her skin since september of last year. The patient has pain with it. The patient said she was meeting with her neurologist to address moving her implant about a week after reported event date.